Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
On (B)(6) 2016 the user reported hearing noise when turning his head and pressing on the implant, which had been happening for some months. The issue was resolved by fitting. As per further received information, the recipient has no longer been able to hear with the device since (B)(6) 2020.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
On (B)(6) 2016 the user reported hearing noise when turning his head and pressing on the implant, which had been happening for some months. The issue was resolved by fitting. As per further received information, the recipient has no longer been able to hear with the device since (B)(6) 2020.